Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was slower to rewind and insulin pump makes unusual sounds. The customer¿s blood glucose level was unknown. Customer stated that the piece of the insulin pump missing by the battery and screen color sometimes gets purple or black. Customer also stated that the insulin pump has occasional no delivery alerts. Troubleshooting was not performed. The insulin pump will not be returned for analysis.